Manufacturer narrative:
We were unable to confirm insertion anomaly due to customer insertion needle separated from sensor. We were unable to confirm if customer received sensor in said condition due to customer returning sensors opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor fell apart; the plastic part of the sensor with the needle went to pieces. The patient's blood glucose at the time of incident was 160 mg/dl. The customer stated that he removed the sensor from the plastic and it fell apart, but it is unclear whether or not the customer attempted to insert the sensor or not. However, he confirmed that this was the second sensor in his box that fell apart and that he had already called about the other one, too. The customer had all of the pieces of the sensor and he will return them for analysis. A replacement sensor was shipped to the customer as well.